Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3888-33, lot# v000051, implanted: (B)(6) 2006, product type lead; product ID 3888-33, lot# v000844, implanted: (B)(6) 2006, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s stimulation was turning off by itself. Three days prior to this report the patient woke up with pain in her left leg; she checked her implantable neurostimulator (ins) with her programmer and ended up turning stimulation back on. The patient¿s pain got better once stimulation was back on. It was reported the morning of this report the patient¿s ins did the same thing and turned off automatically. It was noted when the patient checks stimulation she presses the stimulation 'on' button with her patient programmer. It was also noted the patient usually checked her ins with her programmer about one time a week. Additional information received reported the patient received assistance from a manufacturer representative and her concerns were resolved.